Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient was in fill one of their treatment when they began to experience abdominal pain. The patient had filled 1998ml of an expected 2000ml at the time of the incident. The patient contacted the peritoneal dialysis registered nurse who attempted to walk the patient through a stat drain. The patient was unable to initiate the stat drain and the treatment was cancelled. The peritoneal dialysis registered nurse visited the patient and aided the patient with draining. The patient proceeded to drain 5000ml of fluid. This volume is 250% the patient¿s fill volume of 1998ml. The patient does not perform a last fill and does not perform manual exchanges between treatments. The peritoneal dialysis registered nurse was unable to review the patient¿s setup as the supplies had been discarded after treatment was cancelled. Upon review of the patient¿s treatment records, the peritoneal dialysis registered nurse was unable to identify any alarms or a probable cause for the event. The patient was not hospitalized for the event and was able to continue with their treatments on the cycler without complication. Previous treatment records were not available for the patient. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.